Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-350 mg/dl). The customer changed the cartridge and infusion set which to address the high bg. After the most recent high bg, the customer reverted to using a non-tandem pump to manage diabetes. The high bg was resolved. A pump system check was performed on the tandem pump and no device issues were identified. The customer was to switch back to using the tandem pump to manage diabetes.